Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), urticaria ("hives") and eczema ("eczema"). The patient was treated with surgery (bilateral salpingectomy hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, urticaria and eczema outcome was unknown. The reporter considered allergy to metals, eczema and urticaria to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-aug-2020: pif received : case has become serious incident. Previously reported event ¿injury nos¿ replace with new event. New events added: allergic reaction to nickel, hives, eczema. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.